Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred and alleged pump was not functioning properly. Customer's blood glucose was 364 mg/dl. Customer reverted to manual insulin injections for insulin therapy. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of occlusions.